Event description:
Vendor states that "while attempting to fill her stroller (lox) pt stated that the unit jammed and she could not get it to fill. While the stroller was attached to the lox base unit, the base unit start shooting lox out of the stroller causing her to receive 2nd degree burns on her hands and fingers" the customer refused to release the equipment.

Manufacturer narrative:
A: a rep from facility, (rep) has been contacted several times to get sn of the unit, info about pt and if unit will be returned to caire for inspection. However, there is no info available to caire as of yet. B: caire inc, will continue to contact facility, for further info. Therefore at this point, no further investigation will be conducted by caire unless otherwise advised by the FDA or unless additional info is received that warrants further investigation.